Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The customer discovered a rinse unit probe was dripping. The affected parts were replaced. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas 6000 c (501) module. The patient's initial result was not reported outside the laboratory. The customer performed a repeat measurement with the sample. At 00:36, the patient's initial na result was 216 mmol/l. At 00:42, the patient's repeat na result was 143 mmol/l. The na electrode lot number and expiration date were requested but not provided.